Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the pin puller fractured during a procedure. There was no patient injury or delay in the procedure reported as a result of the event.

Manufacturer narrative:
This follow up report is being filed to relay product evaluation results. Methods - visual inspection, manufacturing review. Manufacturing history found no evidence of product nonconformance. A material hardness analysis was performed, confirming the product met specifications. Visual examination of the returned instrument revealed evidence of watermarks from cleaning, as well as various impact marks, heavy damage and burring from prior use. A conclusive root cause of the instrument fracture cannot be determined with the available information. There are warnings about this type of event in the product insert. Under care and handling of instruments, it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." It also states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning."